Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03262 addresses the other device. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, coating on the tip of the guidewires peeled during the procedure and was retrieved successfully using a balloon. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; 2.3 cm length of pebax is detached/ missing from the tip. Earlier attempts to obtain additional information regarding the degree of damage have been unsuccessful.

Manufacturer narrative:
Device evaluation: a visual examination revealed that the pebax tip was missing along a 2.3 cm length exposing the core wire. There remaining pebax tip appeared to have been skived. The exposed core wire still has traces of adhesive. The wire has evidence of having come in contact with a sharp edge/device. The manufacturing process for this device includes testing and inspections to ensure each product meets all material, assembly and performance specifications prior to shipping. The most probable root cause is caused by other device. The instructions for use under precautions and warnings state: * "caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire" * "use a single-use sphincterotome to ensure that the material between the lumens has not been compromised". In addition, the instructions advise:"dip the distal tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation. A review of the device history record showed no anomalies related to the complaint that could have contributed or affected the functionality of the device. A labeling review was performed and no anomaly was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03262 addresses the other device. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, coating on the tip of the guidewires peeled during the procedure and was retrieved successfully using a balloon. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; 2.3 cm length of pebax is detached/ missing from the tip. Earlier attempts to obtain additional information regarding the degree of damage have been unsuccessful.